Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Error 6 means that there is a small leak between 0.7 to 5.0 lpm @ 0 steps of the inspiration valve. The root cause was determined to be due to a defective inspiration valve nt kit bellavista 1000.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. As per logs, "insp valve test - error 6" also logged 74 times between 14jun2023 and 20oct2023. Technical failure 400 also triggered 13 times between 13aug2023 to 20oct2023. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 400 (inspiration valve or device leaky alarm) prior patient use. Furthermore, there was no patient associated with the reported event.